Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation/ migration of essure device- location of device: omentum; uterus"), device expulsion ("expulsion of essure device;uterus"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2015. The patient's past medical history included parity 2, multigravida, live birth in 2000, live birth in 2002, vomiting, nephrosis, recurrent abortion and ovarian cyst. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, uterine fibroid and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included nuvaring from (B)(6) 2011 to (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("experiencing excessive and abnormal bleeding during menstruation"), the second episode of weight increased ("weight gain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy;laparoscopic bilateral) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysfunctional uterine bleeding, fatigue, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 20-jan-2016-assessment: gestational trophoblastic tumor, mechanical complication due to intrauterine contraceptive device,chronic endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: both tubes were blocked. X-ray - on (B)(6) 2016: intraperitoneal migration of left fallopian. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation/ migration of essure device- location of device: omentum; uterus"), device expulsion ("expulsion of essure device;uterus"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2015. The patient's past medical history included parity 2, multigravida, live birth in 2000, live birth in 2002, vomiting, nephrosis, recurrent abortion, ovarian cyst and pregnancy with contraceptive device in may 2015. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, uterine fibroid and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included nuvaring from april 2011 to september 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In december 2012, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In january 2013, the patient experienced fatigue ("fatigue"). In july 2014, the patient experienced the first episode of weight increased ("weight gain"). In april 2015, the patient experienced vaginal discharge ("vaginal discharge"). In may 2015, 4 years 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("experiencing excessive and abnormal bleeding during menstruation"), the second episode of weight increased ("weight gain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy;laparoscopic bilateral) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysfunctional uterine bleeding, fatigue, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: (B)(6) 2016- had a recent miscarriage (captured in case # (B)(4); questionable trophoblastic disease. (B)(6) 2016 - presumed gestational trophoblastic disease with dilation and curettage (B)(6)2016 revealing acute and chronic endometritis and normal beta hcg on (B)(6) 2016. Pathology was benign. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in december 2012: both tubes were blocked x-ray - on (B)(6) 2016: intraperitoneal migration of left fallopian concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation/ migration of essure device- location of device: omentum; uterus"), device expulsion ("expulsion of essure device;uterus"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's past medical history included parity 2, multigravida, live birth in 2000, live birth in 2002, vomiting, nephrosis, recurrent abortion and ovarian cyst. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, fibroids and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included nuvaring from (B)(6) 2011 to (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("experiencing excessive and abnormal bleeding during menstruation"), headache ("headaches"), the second episode of weight increased ("weight gain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy;laparoscopic bilateral salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysfunctional uterine bleeding, fatigue, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 20-jan-2016-assessment: gestational trophoblastic tumor, mechanical complication due to intrauterine contraceptive device,chronic endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: both tubes were blocked x-ray - on (B)(6) 2016: intraperitoneal migration of left fallopian concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 24-jan-2018: follow up received from pfs&mr-events abnormal bleeding (vaginal, menorrhagia), pregnancy, migraines/headaches, migration of essure device location of device: omentum; uterus, nausea, device breakage, expulsion of essure device, vaginal discharge, fatigue, perforation (uterus), weight gain, perforation (omentum), pain abdominal was added and event pelvic pain and pain was clubbed with previously reported event. Essure lot no. Added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device- location of device: omentum; uterus'), device expulsion ('expulsion of essure device;uterus'), device breakage ('device breakage'), embedded device ('embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device') and device dislocation ('foreign body (essure) in abdomen/ dislodged essure device in the peritoneal cavity') in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included pregnancy with contraceptive device in (B)(6) 2015, live birth in 2002, live birth in 2000, parity 2, multigravida, vomiting, nephrosis, recurrent abortion and ovarian cyst. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, uterine fibroid and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In may 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), heavy menstrual bleeding ("experiencing excessive and abnormal bleeding during menstruation") and back pain ("back pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy;bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, embedded device, device dislocation, pregnancy with contraceptive device, heavy menstrual bleeding, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abnormal uterine bleeding, back pain, device breakage, device dislocation, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: (B)(6) 2016- had a recent miscarriage (captured in case # (B)(4)); questionable trophoblastic disease. (B)(6) 2016 - presumed gestational trophoblastic disease with dilation and curettage (B)(6) 2016 revealing acute and chronic endometritis and normal beta hcg on (B)(6) 2016. Pathology was benign. Coils observed l: 5, r: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: both tubes were blocked. X-ray - on (B)(6) 2016: results: intraperitoneal migration of left fallopian. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage, embedded device, device dislocation lot number: 915887, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device- location of device: omentum; uterus'), device expulsion ('expulsion of essure device;uterus'), device breakage ('device breakage'), embedded device ('embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device') and device dislocation ('foreign body (essure) in abdomen/ dislodged essure device in the peritoneal cavity') in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included pregnancy with contraceptive device in (B)(6) 2015, live birth in 2002, live birth in 2000, parity 2, multigravida, vomiting, nephrosis, recurrent abortion and ovarian cyst. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, uterine fibroid and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012 for birth control. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), heavy menstrual bleeding ("experiencing excessive and abnormal bleeding during menstruation") and back pain ("back pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy;bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, embedded device, device dislocation, pregnancy with contraceptive device, heavy menstrual bleeding, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abnormal uterine bleeding, back pain, device breakage, device dislocation, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: (B)(6) 2016- had a recent miscarriage (captured in case # 2018-018196); questionable trophoblastic disease. (B)(6) 2016 - presumed gestational trophoblastic disease with dilation and curettage (B)(6) 2016 revealing acute and chronic endometritis and normal beta hcg on (B)(6) 2016. Pathology was benign. Coils observed l: 5, r: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: both tubes were blocked. X-ray - on (B)(6) 2016: results: intraperitoneal migration of left fallopian. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage, embedded device, device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information added. Events "embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device and foreign body (essure) in abdomen/ dislodged essure device in the peritoneal cavity" and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device- location of device: omentum; uterus'), device expulsion ('expulsion of essure device;uterus'), device breakage ('device breakage'), embedded device ('embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device') and device dislocation ('foreign body (essure) in abdomen/ dislodged essure device in the peritoneal cavity') in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included pregnancy with contraceptive device in (B)(6) 2015, live birth in 2002, live birth in 2000, parity 2, multigravida, vomiting, nephrosis, recurrent abortion and ovarian cyst. Concurrent conditions included body mass index normal, dysuria, hematuria, recurrent urinary tract infection, hemorrhagic cystitis, early menarche, vaginal haemorrhage, urinary tract infection, acute vaginitis, anemia, non-tobacco user, uterine fibroid and gestational trophoblastic tumor nos. Family history included breast cancer ((mother, sister and paternal aunty).). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), heavy menstrual bleeding ("experiencing excessive and abnormal bleeding during menstruation") and back pain ("back pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, embedded device, device dislocation, pregnancy with contraceptive device, abnormal uterine bleeding, heavy menstrual bleeding, headache, the last episode of weight increased, back pain, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine, nausea, vaginal discharge and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abnormal uterine bleeding, back pain, device breakage, device dislocation, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: (B)(6) 2016- had a recent miscarriage (captured in case # (B)(4)); questionable trophoblastic disease. (B)(6) 2016 - presumed gestational trophoblastic disease with dilation and curettage (B)(6) 2016 revealing acute and chronic endometritis and normal beta hcg on (B)(6) 2016. Pathology was benign. Coils observed l: 5, r: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: both tubes were blocked. Pathology test - on (B)(6) 2016: final diagnosis: a:portion of omentum; adipose tissue with fibrovascular adhesions, b: right fallopian tube, resection: benign fallopian tube. C: left fallopian tube, resection: benign fallopian tube. D: right ovarian cyst, resection: benign corpus luteum cyst gross description: portion of omentum containing entrapped essure device" and consists of two fragments of yellow fibroadipose tissue that are not circumscribed each measuring 2.9 cm in greatest dimension, embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device. Sectioning of the fragments reveals yellow glistening cut surfaces tharafe grossly unremarkable. Right fallopian tube" and consists of a 5 cm in length x 0.5 cm in diameter grossly unmemorable fimbriated fallopian tube. X-ray - on (B)(6) 2016: results: intraperitoneal migration of left fallopian. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dub (dysfunctional uterine bleeding) with pt dysfunctional uterine bleeding confirming event vaginal haemorrhage, embedded device, device dislocation lot number: 915887. Manufacturing date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("experiencing excessive and abnormal bleeding during menstruation"), headache ("headaches"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, headache, weight increased and back pain outcome was unknown. The reporter considered back pain, headache, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.